Event description:
It was reported that vessel perforation occurred and the patient experienced hemoptysis. A v-18 control wire was used in a non-boston scientific device implant procedure; however, during procedure the patient experienced hemoptysis. A computed tomography (CT) scan was performed and confirmed a perforation in the left lower lobe of the left lung. The physician believed that the cause of the hemoptysis was the v-18 guidewire. The hemoptysis resolved on its own without intervention. The patient was kept overnight for observation and discharged the following day.